Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific recieved information that pacing impedances had beeing rising on this right ventricular lead, and some impedances had been out of range. All other measurements appeared normal. Some noise was reproduced and the pateint complained feeling twitches, but no episodes were noted. Technical services discussed a possible connection issue, set screw issue or a insulation issue. At this time this device and lead remains implanted. No adverse patient effects were reported.